Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure electro cautery was used, the setting on the pulse generator was changed to vvo mode. The patient suffered cardiopulmonary arrest, on the programmer the device was in backup vvi mode, the mode could not be changed. The patient had to be externally paced. The device was explanted. The patient was fine post procedure.